Manufacturer narrative:
If explanted, give date: not applicable as the lens remains implanted device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the customer experienced an issue with zcb00 intraocular lens (iol). The customer reported sticky haptics, the haptic got stuck to the optics. There was no patient injury. The lens is not available for investigation as it has been implanted.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. However, a video was provided and one of the haptic was observed stuck to optic however the haptic was released after manipulation. Despite the issue, the lens was still implanted. The complaint was verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.